Manufacturer narrative:
(B)(4).

Event description:
It was reported that disconnection occurred. During the procedure, "disconnection" of the tip electrodes (1-2) on the woven diagnostic electrode catheter occurred. The procedure was completed with another of the same device. No patient complications occurred and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. After the visual inspection, the catheter connector mated to the test cable with no issues. An electrical test was performed on all electrodes with continuity test fixture 4 with multimeter with the following results: no electrical issues were found with a straight position neither curve position. No other electrical failures were detected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that disconnection occurred. During the procedure, "disconnection" of the tip electrodes (1-2) on the woven diagnostic electrode catheter occurred. The procedure was completed with another of the same device. No patient complications occurred and the patient's status is good.